Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 78 mg/dl and 151 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.